Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: she has low blood glucose (bg) with hypoglycemia unawareness. Her husband has called emergency medical services (emt) 5 times since the first of the year (2013). The patient refuses to go to the hospital each time, as she alleges she knows what to do and checks her bg often after each event. She can provide specific information of only one incident: last week, her bg was down to 25 mg/dl and she was semi-conscious, belligerent, and had difficulty following instructions. Her husband got her to drink some juice before ems arrived. Ems administered glucose gel, and did not need to start an IV. Ems stayed with her until her bg was over 100mg/dl. The patient ate a peanut butter sandwich, drank juice, and her bg stayed up. The patient uses novalog. She is unable to recall when the vial was last changed, is unable to recall what bg was before or after events or when the site/set was changed. She does not see a pattern. And is working with her health care provider (hcp) making adjustments in pump settings. Patient and hcp feels the basal were set too high. Now bg are running a little higher than normal for patient at this time, due to the pump setting changes to decrease the number of severe low bg episodes. Bg this morning was 185mg/dl . Advised to discuss hypoglycemia protocol with hcp and educator. Advised patient to discuss using a cgm with hcp. The patient could not provide any specific dates or bg values for the four other alleged hypoglycemic episodes for which her husband call the ems this year, only that sometimes an IV is started, and she always refuses hospitalization. There is no allegation of pump malfunction. This complaint is being reported due to the allegation that a patient on pump therapy has experienced multiple episodes of hypoglycemia for which ems was called.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A 29h flow accuracy test was performed on the pump. Pump passed flow accuracy test and was found to be delivering within the required specifications. Pump powers ¿on¿ and displays ¿verify¿ screen. Pump was primed and exercised successfully. A 24h duration test was performed on the pump on 1u/h basal program, the unit passed the test successfully, no alarms occurred. Pump was opened and inspected, no moisture ingress was found to the pump. Force sensor flex pins was found intact and secured to the pcb socket. No defect was found to the force senor circuit or to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.